Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified vessel below the knee. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured. The device was simply removed, and the procedure was completed with another of the same device. There were no complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).